Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom of "burnt fluid found between pump and wireless module," which was confirmed during device investigation. Device investigation found when the wireless battery module was installed onto the pump, the pump would not turn on. Internal evaluation of the wireless battery module found fluid intrusion caused contamination and corrosion inside the module. In addition, the fluid intrusion caused the module to overheat along with causing f1 to open, resulting in the no operation found during device investigation. The wireless battery module was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump wireless battery module had a burnt fluid found between the pump and wireless module in the acute care area. It was also reported there was no patient involvement.